Event description:
The hospital reported that during a coronary artery bypass procedure, two heartstring seals did not deploy out of the delivery tube into the aorta. The first seal was discarded due to lots of blood on the device. The second device had the same problem of not deploying. A replacement heartstring seal was used to complete the procedure. No pt complications were reported by the hospital. This report is for the second seal.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed. (B) (4).